Manufacturer narrative:
Analysis summary: service confirmed the customer comment of generated errors and the software was reimaged, reloaded and updated and the hard drive reimaged. The device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the programmer was in use on the analyzer it froze and generated errors. The programmer was changed out and has been returned for service. No patient complications have been reported as a result of this event.